Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 535 mg/dl. The customer¿s blood glucose value was 600 mg/dl at the time of incident. The customer¿s blood glucose value when admitted to hospital was 465 mg/dl. The customer¿s other blood glucose value was 153 mg/dl. The customer also stated that they had symptoms like nausea and abdominal pain. The customer was treated with intravenous insulin and manual injection. The customer performed troubleshooting and customer alleging possible pump under delivery. The customer assisted with high pressure test and it was passed. The insulin pump and reservoir will not be returned for analysis.